Event description:
Following inadvertent disconnection of ventilator plug on pt requiring continuous ventilatory support, battery mode failed and ventilator inoperable with resultant alarm failures. Pt immediately ambu-bagged. Defective ventilator removed. Manufacturer contacted to inspect existing ventilators in institution. No pt sequelae post-event reported. During inspection process by institution, battery mode failures discovered in nine other ventilators. Manufacturer to remove same and provide new equipment.